Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg), however, a specific value was not provided. Cause was unknown. The customer delivered a bolus with the pump to resolve bg level. Additionally, the customer experienced low blood glucose of 50 mg/dl, cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.